Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, post-operatively, the surgeon had to give blood due to an inadequate seal which caused a bleeding and the patient had blood lost of over 500 cc after the procedure. Medical or surgical intervention needed to prevent a permanent impairment since the patient had given four units of blood. As a result, the patient had to extend hospitalization for two days.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.